Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors leaked during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 9, 2022 ¿ august 10, 2022. H10: the actual devices were not available; however, two photograph of the samples was provided for evaluation. The photographs showed an image of the device lot number at the bottom of the device bottle and an image of a deflated bladder. The photos did not show images of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.